Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
The customer is reporting one sample suspected to have an anti-c that failed to react with cell #5 of 0.8% resolve panel c lot# vrc192, but reacted positive with c antigen cells of another reagent panel. Customer stated that negative results were obtained for both the ficin and liss portion of lot vrc192. Issue started on: (B)(6) 2014. Methodology used: manual gel. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated with another reagent panel lot and positive results obtained. Qc with ortho confidence antibody was ok : vrc192 cell# 5 gave a 3+ for the liss portion and 4+ with ficin. Screening and identification on all lots tested was performed using same lot of anti-igg gel cards. Screening cells gave a 3+ positive reaction. Customer is concerned with lack of reactivity with sample and is requesting replacement of panel cells.